Event description:
A physician reported an adc customer obtained a reading of 90 mg/dl on their adc meter which was higher than they felt. The customer self-treated with dextrose however, they reported losing consciousness. Customer's wife called the paramedics and upon arrival obtained an hcp meter reading of 23 mg/dl and gave the customer some glucose. The customer was admitted to a local hospital, was diagnosed with severe hypoglycemia and given glucose IV. He was admitted and discharged 3 days later in 2008. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow-up report will be submitted when the investigation is complete.